Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%) and red particles in the gel. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is sharp broken on the posterior assessed as unidentified (tear) opening and missing shell due to inconclusive.

Event description:
Physician reported right side "implant was broken." The device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "implant was broken." The device has been explanted.